Event description:
It was reported that a revision surgery of thr was performed. The patient was taken in for hip pain and possible infection. The surgeon performed irrigation and debridement, and the r3 0 degrees xlpe acetabular liner 32mm x 50mm ((B)(4)) and oxinium femoral head 12/14 32mm -3 ((B)(4)) were exchange.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that per complaint details, a hip revision was performed due to pain and suspected infection. Documentation in the case notes indicate that all information requests have been made; however, responses to the requested medical documentation have not been provided as of the date of this assessment. Reportedly, the root cause of the revision was pain and suspected infection, although the root cause could not be definitively concluded without the requested documentation. The patient impact beyond the reported symptoms and revision could not be determined. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.